Manufacturer narrative:
Device passed self test, sleep current measurement, active current measurement and displacement test. No battery alert noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they did not receive a low battery alert prior to the replace battery alert. The customer¿s blood glucose level was 111 mg/dl at the time of incident. The customer was assisted with troubleshooting for replace battery and failed battery alarm. The customer was also advised to replace the insulin pump and may continue to wear pump until replacement arrives if they insert a new battery. The insulin pump will be returned for analysis.